Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer noticed the alarm at low sensor glucose was not as loud as it used to be. The customer stated the alarm on high was loud. The customer was assisted with troubleshooting and were able to hear the difference between the audio/sound beep volumes. The customer performed a self-test and checked the sensor set up and everything seemed normal. The customer set the audio options to audio + vibrate. The customer checked the sensor demo and the customer stated the alarm on low and high was the same volume. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.